Manufacturer narrative:
Event date was several days prior to the receipt date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were burn marks on the tubing of the homechoice cassette. The patient found this during peritoneal dialysis therapy. The patient stated the burn marks appeared to be in the interior part of the tube. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed. The visual inspection identified particulate matter embedded in the tubing wall. Particulate matter was determined to be burnt plastic that came from the die lip during the extrusion process and was intrinsic to the process. The cause was not determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.